Event description:
It was reported that (1) device was used during a low anterior resection. It was reported by the affiliate that the surgeon fired the ax55g instrument and realized the device had no staples inside. Another ax55g instrument was used to complete the case. There was no consequence to the pt.